Manufacturer narrative:
Visual examination of the device finds slight damage to the threads on the shaft and head consistent with insertion and removal.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the locking screw passed through the plate during insertion. The screw was removed and replaced with a new screw. The new screw locked with no issues. No patient complications were reported.